Event description:
It was reported that the camera head displayed no image and white color screen with vertical lines. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness had failed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image and white color screen with vertical lines on the monitor due to damaged cable unit. Additionally, water tightness had failed occurred due to damaged cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.